Manufacturer narrative:
The device was not returned for analysis. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. It is possible that the connection port was not fully connected/tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported leak difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during percutaneous intervention at the left anterior descending coronary artery, a 20/30 priority pack indeflator was connected directly to a non-abbott 2.5x15mm balloon when pressure would not hold when inflating and a leak was noted. Another indeflator was connected to the same balloon and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.